Event description:
Complainant alleged that the staff of the cardiopulmonary unit was attempting to monitor a 51 yr old male pt undergoing a stress test. The unit was performing adequately when suddenly the screen went blank. The staff was able to obtain another device at the time of the alleged malfunction, and there was no adverse effect on the pt.